Event description:
It was reported that a patient who underwent a spaceoar placement procedure experienced a misplacement of the hydrogel. The misplacement was noticed in (B)(6) 2025. It was noted that there was an ectopic placement of the hydrogel and that it migrated into the rectum. The patient reported a perineal pain and underwent examination where they discovered that the patient had developed a pelvic abscess, which penetrated into the rectum. The patient was administered antibiotics, and a colostomy was recommended by the surgeon. The issue was report as ongoing. Additional information on 01dec2025: it was further reported that the physician indicated a fasting period has been scheduled and that the need for an artificial stoma will likely be avoided.

Manufacturer narrative:
Additional information: block b5 has been updated with the additional information. Block h6 (impact codes) has been corrected. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block b3: the exact date of the event is unknown. The provided event date, 09/01/2025, was chosen as the best estimate based on the information "the misplacement was recognized in (B)(6)". Block h6: imdrf patient code e172001 captures the reportable event of abscess. Imdrf device code a150202 captures the reportable event of gel misplacement non-vascular.

Manufacturer narrative:
Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block b3: the exact date of the event is unknown. The provided event date, 09/01/2025, was chosen as the best estimate based on the information "the misplacement was recognized in september". Block h6: imdrf patient code e172001 captures the reportable event of abscess. Imdrf device code a150202 captures the reportable event of gel misplacement non-vascular.

Event description:
It was reported that a patient who underwent a spaceoar placement procedure experienced a misplacement of the hydrogel. The misplacement was noticed in september of 2025. It was noted that there was an ectopic placement of the hydrogel and that it migrated into the rectum. The patient reported a perineal pain and underwent examination where they discovered that the patient had developed a pelvic abscess, which penetrated into the rectum. The patient was administered antibiotics, and a colostomy was recommended by the surgeon. The issue was report as ongoing.